Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. The root cause was an untight expiratory valve assembly. This issue is deemed a reportable event since the malfunction led to an inoperable device failing the preoperational checks that have been performed after the ventilation was started and not prior to use. There is no information provided if a patient was involved. There was no patient or user harm reported. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
The machine cannot build pressure during ventilation, resulting vt low & disconnection on ventilator side alarm. Tightness test and flow sensor calibration always failed. There is a huge amount of pressure heard coming out from the expiratory valve assembly. Replacement of expiratory membrane and expiratory valve cover was made but the problem still exist. Checked all the tubing for possible leaks, all tubing are ok.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. The machine cannot build pressure during ventilation, resulting vt low & disconnection on ventilator side alarm, which is insufficient for the patient. No harm to patient or user, the issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event.

Event description:
The machine cannot build pressure during ventilation, resulting vt low & disconnection on ventilator side alarm. Tightness test and flow sensor calibration always failed. There is a huge amount of pressure heard coming out from the expiratory valve assembly. Replacement of expiratory membrane and expiratory valve cover was made but the problem still exist. Checked all the tubing for possible leaks, all tubing are ok.